Event description:
It was reported that during the implant procedure for this right ventricular lead, this lead got fractured and could not be removed. It was noted that there are unretrieved device fragments. A new lead was successfully implanted. No additional adverse patient effects were reported.